Event description:
"Exact same" contact lenses by occlular sciences sold at different distributors under various names and with different packaging. As a consumer, rptr can not tell if they are the same product they used before or not, everyone tells them that it is the same product, but just the name and packaging is different. Rptr feels mfrs of medical device should not be allowed to do this, as the consumers need to know that they are using the consistent product.